Event description:
It was reported that during a gall bladder procedure, the surgical tech opened the package and the device jaws will not open prior to use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: trigger. Batch # l90x4g. The analysis results found that the instrument er320 was received in good visual condition with the jaws closed; the trigger was manually assisted to its open position in order to open the jaws and it was found to be damaged. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be broken. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.